Event description:
The event involved an unspecified plum 360 pump with a list number 30010 where the customer reported that the device had shut down during infusion. Their bio med rep looked at this IV pump and replaced the battery with a new one. They also attempted to pull the history on it and nothing shows up. The pump did not alarm prior to shut off. They got another pump then restarted the patient's infusion. There was patient involvement, and no patient harm but there was a delay in therapy.

Manufacturer narrative:
E1 - initial reporter phone additional number is (B)(6) . The device is available for evaluation- it has not been received.

Manufacturer narrative:
On 01/22/2024 device was received with non-ICU medical csb battery from unipower. Confirmed customer¿s complaint of the device shutting down while running on dc power. Verified complaint through review of the event alarm logs. Device was switched to dc power on (B)(6) 2023 @ 14:45. Device alarmed with uncontrolled shutdown on (B)(6) 2023 @ 10:16:11 followed directly by a e437 software error alarm on (B)(6) 2023 @ 10:16:11. No evidence of the battery being replaced or the change battery softkey being pressed. Confirmed that the device alarmed with n58 low battery alarm upon being received at the service facility. Replaced the battery and pressed the change battery softkey. Performed the battery operational checkout to make sure that the device is functioning per design with new battery installment. Recharged new battery a minimum of 8 hours. Recharge battery start time. (B)(6) 2024 @ 11:45. Recharge battery stop time (B)(6) 2024 @ 8:00. Programmed device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed battery operational checkout. Device ran a total of 9 hours and 3 minutes till depletion. Could not confirm customer¿s complaint that the device powered off on its own without alarming. Device alarmed with n58 low battery during testing. Device alarmed with n252 during testing. Device passed alarm loudness performance verification test (pvt). Probable cause for the customer¿s complaint that the device powered off without alarming was not found. Device alarm is functioning per design.